Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 300 mg/dl with ketones. A correction bolus was delivered to address the bg level. As the customer did not have any additional pump supplies on hand at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed.